Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection and a leak from the tpn (total parenteral nutrition) bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: upon further information, this device was found to be a non-baxter product. No further investigation is required. Should additional relevant information become available, a supplemental report will be submitted.